Event description:
Patient contacted dexcom to report a missed low blood sugar.

Manufacturer narrative:
Patient called to report a missed low blood sugar. Started using the g4 yesterday. Has been a 7+ user in the past, wearing sensor on the abdomen and does not ingest acetaminophen. Woke up and was disoriented. Got out of bed and fell, did not look at the dexcom reading or what her actual blood sugar was. Patient called ten minutes later and reported that blood sugar was up to 200. Patient states she does not need to go to the hospital. Verified alarm setting with patient and that it was working. The patient is currently stable. There is no additional information at this time.